Event description:
The customer reported snow like noise on the screen during inspection for use, involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.